Event description:
It was reported by repair work order that the bed lost all motor functions due to a malfunctioning CPR micro switch . No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Follow up being submitted as during the investigation, it was determined that the bed lost motor function due to a malfunctioning CPR microswitch. The executive summary and results, method and conclusion have been updated to reflect the findings in the investigation.

Event description:
It was reported by repair work order that the lift was stuck in an elevated position. No adverse consequence or clinically relevant delay in treatment was reported.